Event description:
The user facility has reported that the bottom jaw of the device became detached during an acl repair and resulted in a 45 minutes ot one hour delay in order to retrieve the piece. The user also stated that an additional incision was required in order to retrieve the piece which migrated while attempting to flush the piece from the joint space. There was no reported injury.